Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 bearing cage and retractor band cable assembly was damaged. A field service engineer upon arrival legacy drawer 4.2 as stuck open due to severe rail assembly damage, including dislodged ball bearings and a damaged bearing cage. Found the drawer had been forced closed, which cut and damaged the retractor band cable. Fse returned with parts and replaced left and right drawer railing assemblies and the retractor band. Verified all drawer connections were properly seated, inspected cubie pocket functionality, and performed operational testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers would not close and cubies also failed to close, rendering the machine unusable. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.